Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose went up to 500 mg/dl yesterday evening and she gave herself the proper insulin but her blood glucose still went up. Customer's blood glucose was down to 40 mg/dl this morning. Customer's blood glucose is back up to 435 mg/dl. Customer stated that she can't change the settings on her insulin pump. Customer had the following symptom related to her high blood glucose: feeling thirsty. Customer stated that her ketones were high during the night but she hasn't tested this morning. Customer has treated with a bolus and doesn't feel symptoms of diabetic ketoacidosis. Customer stated that she sits during insertion but she was advised to stand or lay flat as it can bend the cannula. Customer stated that she will call back to complete troubleshooting.